Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. During sample evaluation, the reported issue was not confirmed since the device passed flow accuracy testing. However, the device was sent for pressure plate adjustment and force sensor scale factor calibration as a precautionary measure. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump underinfused during a fentanyl infusion in the intensive care unit. As a result of the underinfusion, the patient required additional sedating medications to achieve adequate sedation for ventilation. No additional information is available.